Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user loaded two 6mm tubing into the roller pump. When the roller pump occlusion was tightened, the tubing was drawn into the raceway and jammed. It was noticed then the tubing clamp was open. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. This event related to medwatch 1828100-2012-01327.